Event description:
The pt was ambulating to bathroom wearing the multi-podus boot system. They fell to the bathroom floor. They offered complaints of pain in right hip. X-ray revealed right femoral neck fracture. Pt states they tripped over their shoes. On 8/1/2000, the occupational therapist initiated a complaint of defective multi-podus boots. The brown rubber walker-bottom that attaches to the splint with velcro was detaching from sole. The correlation of the defective boot and the adverse event was made.